Event description:
Three falsely elevated troponin I results were obtained on pts' samples. The results were not reported to the physician(s). The original samples were retested and negative results were obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is unk.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is unk. The instrument is performing within specs.